Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the balloon on the 26mm commander delivery system burst at the end of full deployment, and blood was observed in the syringe. Upon removal of the delivery system, resistance was met, and the delivery system was stuck when it reached the esheath+ distal tip, so the devices were removed as a unit. Once removed, a radial balloon rupture was noted at the proximal portion, and the esheath+ liner was delaminated due to pulling of the delivery system balloon into sheath. Per report, a dissection of the right femoral artery was noted upon removal. The team inserted a dryseal sheath. They were able to cinch the 2 perclose down, and place another perclose with success. There was a right femoral dissection noted with final picture with good flow throughout.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was reviewed, and the following was observed: annular/left ventricular outflow tract calcium and bulky leaflet calcium noted. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the description of the reported event. Available information suggests that patient factors (calcification) likely contributed to the event as review of 3mensio showed bulky calcium in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty to withdraw system through sheath was confirmed based on the description of the reported event. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of the sheath, which could have led to the reported withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.